Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 3058, (B)(4) showed that no anomaly was found. The device was functionally ok. The output was tested at the distal end of a known good lead. Good, stable output was observed on each electrode pair connected to the distal end of the lead. Analysis of the lead model 3889, (B)(4) showed that the circuit #2 conductor wire was broken at the most proximal tine, in the body of the tined lead. The distal end was intact and undamaged. Circuits #0, 1, 3 had acceptable continuity. Circuit #2 was open. No shorts (dry).

Event description:
It was reported that the pt's implantable neurostimulator system was removed "mainly due to a lack of efficacy." The pt experienced ongoing leakage/incontinence (urgency) as well as occasional left gluteal burning/pain. It was unk whether any part of the device system caused the event, but they were "probably unrelated" to the event. The pt was not hospitalized due to the event. There was no injury to the pt. No info was provided related to the pt's outcome.